Manufacturer narrative:
During the on site visit the field service engineer (fse) cut several ablations to verify and adjust z offset. The laser is working fine after adjustment. Review of the logfile for the day of treatment shows no abnormalities. The system passed the vacuum, energy and ablation check successfully without any issue. The logfile shows six successfully finished treatments. The observation of the energy values during the day shows very stable values and no errors. There is also no deviation between the planned and the measured energy detectable. The scanner incline offset didn´t change between the days which are covered by the logfiles. No abnormalities, error or other deviation are detectable in the logfiles which can contribute to the reported issue. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional follow up, reporter indicated the programmed flap depth cut was set at 105 microns; however post operative depth cut measured at 130 microns. Reporter confirmed patient outcome was good.

Event description:
A technician reported a case where during femtosecond laser flap generation, the flap was cut thicker than intended. No further details were provided. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Manufacturer narrative:
(B)(4).